Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1803806 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported. The plug of a 6f/7f mynxgrip vascular closure device (vcd) stayed on the advancer tube when pulled out and did not stick to the artery wall.

Manufacturer narrative:
Addendum for additional information received: the device was stored per the labeling. The user was certified on the use of the mynx device. The mynx was prepped per the instructions for use (IFU). The user shuttled down completely. The reported event occurred during the device removal step. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was an arterial vessel. Hemostasis was achieved with manual pressure. The patient¿s hospitalization was not extended as a result of the event. The patient is noted to have recovered. As reported, the plug of a 6f/7f mynxgrip vascular closure device (vcd) stayed on the advancer tube when pulled out and did not stick to the artery wall. The device was stored per the labeling. The user was certified on the use of the mynx device. The mynx was prepped per the instructions for use (IFU). The user shuttled down completely. The reported event occurred during the device removal step. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was an arterial vessel. Hemostasis was achieved with manual pressure. The patient¿s hospitalization was not extended as a result of the event. The patient is noted to have recovered. Additional procedural details were requested but are unknown. The non-sterile 6f/7f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The sealant was exposed and located distal to the balloon. The sealant and the balloon had no evidence of exposure to blood and the sealant sleeve remained in its manufactured position which likely indicates device was never inserted into a procedural sheath or used on a patient. Multiple attempts to clarify the discrepancy between the reported event and product condition were exhausted and the sales representative only confirmed the correct device was returned. A device history record (DHR) review of lot f1803806 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was not confirmed through analysis of the returned device. However, the condition of the returned device did not match the description of the incident. The exact cause of the reported failure experienced by the customer could not be conclusively determined. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue reported since the device showed no sign of exposure to blood, and the sealant was still in it¿s manufactured position. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, step 2: deploy sealant, it instructs users to align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Additionally, step 3: remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, and the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the DHR, nor the product analysis or information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.